Manufacturer narrative:
(B)(4). Complaint conclusion: one day post deployment of an exoseal (6f) hemostasis plug, it was reported that there was a suspected lower limb ischemia to the patient. The superficial femoral artery (sfa) was confirmed to be occluded by contrast radiography. Therefore, a surgical operation with a fogarty catheter was performed to remove the material that was blocking it. Then the physician removed a white unknown material. The device and the removed ¿white material¿ will be returned for analysis. This was an endovascular treatment (evt) to the common femoral artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis was unknown. There were no anomalies confirmed prior to use and during use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. An ipsilateral antegrade approach was made from the sfa. The exoseal with a terumo sheath (6f) were retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer continued to be retracted carefully as a unit until the graphic pattern in the indicator window changed to black-black. So, the physician pressed the deployment button and waited for several seconds. The hemostasis plug was deployed. Hemostasis was achieved with the exoseal but it took more than five minutes. The physician has achieved certification on the use of exoseal. It is unknown how many times the physician has used the exoseal prior to this procedure. Pictures have been received. Procedural films are not available. A plug component from an exoseal vascular closure device along with a couple of printed pictures from the complaint¿s case were received for analysis inside a plastic bag. The plug was received separately inside a small sealed package. Per visual analysis, the received plug was inspected under the vision system and dried blood residues were observed embedded on the plug. No other anomalies observed. A review of the manufacturing documentation associated with this lot 17611318 was performed and revealed no anomalies during the manufacturing and inspection process. The event reported by the customer as ¿plug- inaccurate placement ¿ intravascular¿ was confirmed per the event description and the plug component as received. However, even though the plug with dried blood residues was received for evaluation, the exact cause of the event reported could not be conclusively determined. The precautions section in the instruction for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
One day post deployment of an exoseal (6f) hemostasis plug, it was reported that there was lower limb ischemia of the patient suspected. The superficial femoral artery (sfa) was confirmed to be occluded by contrast radiography. Therefore, a surgical operation with a fogarty catheter was performed to remove the material that was blocking. Then the physician removed a white unknown material. The device and the removed ¿white material¿ will be returned for analysis. This was an endovascular treatment (evt) to the common femoral artery. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis was unknown. There were no anomalies confirmed prior to use and during use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. An ipsilateral antegrade approach was made from the sfa. The exoseal with a terumo sheath (6f) were retracted as a unit, and then, the back-flow from bleed back indicator stopped. The exoseal with the sheath introducer continued to be retracted carefully as a unit until the graphic pattern in the indicator window changed to black-black. So, the physician pressed the deployment button and waited for several seconds. The hemostasis plug was deployed. Hemostasis was achieved with the exoseal but it took more than five minutes. The physician has requested an analysis of the removed white material to know if it is the hemostasis plug of the exoseal. The physician has achieved certification on the use of exoseal. It is unknown how many times the physician has used the exoseal prior to this procedure. Pictures have been received. Procedural films are not available.